Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic patient record and was unable to verify that the device lost connection to the patient. The customer reported that they use third party brand electrodes. The electrodes were not returned to physio-control for an evaluation. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The customer replaced the therapy cable as a precaution. The therapy cable was not available for an evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that while their device was connected to a patient, it would not deliver defibrillation energy due to the device detecting the electrodes intermittently. The customer was able to obtain a back-up device without a delay and care was continued. There were no adverse effects to the patient due to the reported issue.